Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass of gastroenterostomy. According to the reporter: staples did not form b shape and fell off the tissue at the second firing. It was confirmed that the safety didn't work. Operating time extended: less than 30 min. Add'l tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Oozing bleeding.